Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the stylet passes through the lead with no resistance.

Event description:
It was reported that during implant of the right atrial (ra) lead the stylet would not go into the lumen after multiple stylet changes. Blood in the lumen was suspected. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.